Manufacturer narrative:
(B)(4). When the device is returned and the investigation is complete, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the patient developed an irritation at the incision site. The pump pocket was inspected and it was determined that the irritation was consistent with an allergic reaction. A pump explant was performed and the device will be returned for evaluation.

Manufacturer narrative:
The device will not be returned and will be handled per hospital procedures. Correction: the manufacturing date was incorrectly entered in the initial MDR. The correct manufacturing date for the pump was 5/5/2015. Internal complaint number: (B)(4).

Event description:
The device will not be returned and will be handled per hospital procedures.